Manufacturer narrative:
Investigation: visual inspection revealed that the cable connector jacket was detached with a clean break. Based upon the visual observation, the reported complaint, "cable broke" was confirmed. Internal file number - (B)(4).

Event description:
The hospital reported that during an preparation for endoscopic vein harvesting procedure, the hemopro2 extension cable broke. The black plastic part of connector broke off. This was noticed when they were taking out the cable from the sterilization bag. A replacement unit was used to complete the procedure. The hospital did not report any pt effects. The product is returning but that piece that broke off is not returning.